Event description:
The customer's mother reported that the customer was hospitalized multiple times for high blood glucose levels. The approximate dates are (B) (6) 2009, (B) (6) 2010, (B) (6) 2010 and (B) (6) 2010. The mother stated that the customer had been experiencing blood glucose levels above 600 mg/dl for the past several weeks. Troubleshooting was performed, and the time was off by one hour. The insulin pump passed the prime and displacement tests. The mother declined to conduct the high pressure test as she didn't have another infusion set with her. The mother didn't feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.